Manufacturer narrative:
Product event summary: at analysis the customer comment of broken case was confirmed and it was additionally noted that the battery drawer release latch was sticky. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's lower case was cracked. The generator was returned for service. No patient com plications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.